Event description:
It was reported that the coronal plane bender was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the instrument is broken on each side. A review of the device history records found no documentation to indicate a non-conformance to specification.